Event description:
A customer reported that the pump battery was depleting too fast, leading to a depletion rate of about 49% per day, although it did not result in a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump as it was still under warranty. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. The customer was instructed on how to put the pump into storage mode and was asked to return the problematic pump using a pre-paid label within 10 days, which the customer acknowledged and understood.